Event description:
The angiocath IV catheters are supposed to self-occlude when the stylet is removed so they don't leak blood while the IV tubing is being attached. Staff report that multiple times this feature has not worked. As a result, blood leaks out, creating an exposure risk and a bloody mess. Hospital is waiting manufacturer response.